Event description:
It was reported that the device has no battery power and the battery door is broken. No patient injury was reported.

Manufacturer narrative:
Device was received with a missing battery door and continuous positive airway pressure (CPAP) end cap. All the small knobs were cracked. The front panel was bent in the upper corners. Evaluation verified that there was no power to the device and found faulty electrical chassis. All parts required were replaced. Service technician installed preventative maintenance service kit. Device was cleaned and passed functional testing. Manufacturing device history report (DHR) is not relevant to the investigation as the issue was caused by user interface. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).